Manufacturer narrative:
Section a6, patient information: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - clinical code: 4581 used to capture the device decentered or dislocated or tilted subluxated or wrong position. An attempt was made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) flipped over after it was inserted in the eye and could not be fixed. During the procedure, the doctor cut it out and had to open an new lens. No further information was provided.